Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 report is being submitted past 30 day deadline based on retrospective review conducted 6/21/2019. Original MDR (report 1 of 2) filed 10/07/2015.

Event description:
A revision surgery was required to remove obelisc vbr cage due to unintended cage retraction. We did not receive the devices back and could not determine whether the cage or set screw caused the event. Report 2/2.